Event description:
Two endeavor sprint rx drug-eluting stents were successfully implanted during index procedure. One stent (3.50 x 15mm) was implanted to proximal lad; one stent (3.00 x 30mm) was implanted to mid lad. Two endeavor sprint rx stents were successfully implanted during revascularization. One stent (3.50 x 30mm) was implanted to left main; one stent (4.00 x 24mm) was implanted in the proximal lcx. Pt was symptomatic/free of symptoms at 30 day, 6 month, 1.5, 2, 2.5 and 3 year follow up. A spontaneous gi bleed is reported to have occurred approximately 1 year 9 months following index procedure. Investigator has indicated that event was not related to the study stent or study procedures. (Ref MFR# 9612164201101129, 9612164201101131 and 9612164201101132).

Manufacturer narrative:
(B)(4). Eval, results: gi bleed.

Event description:
It was originally reported that the 2nd stent in staged procedure was implanted to the proximal circumflex. Information received 18 nov 2011 confirmed site of implant as mid left circumflex. Approximately 2 years and 2 months post index procedure, the patient was rehospitalized due to an hemopericardial bleed. Revascularization was required ptca of the proximal left circumflex and mid left circumflex was performed (stenting). Reason for revasc instent restenosis. The investigator indicated that the reported event was unrelated to the study stent.

Event description:
It was confirmed that the stents implanted in the mid lcx and left main were endeavor resolute rapid exchange (rx) drug-eluting stents and not endeavor sprint rx stents as initially reported.